Manufacturer narrative:
The affected device was checked dräeger service and the log files were provided for the investigation. During device testing no error could be detected. It could be confirmed that on the date of event the device detected a ¿vent out of range¿ and performed a warmstart at 16:22. As no device error was found during testing the logged entry could be an indication for a discharged battery, however during the device check the battery was fully charged and the battery charge level during the event is not logged. As a result, based on the available information a specific root cause could not be determined.

Event description:
Refer to the initial-report.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that during use the device generated an alarm tone and stopped ventilation. The screen read vent failure, instructed to change vent and call dräger. The patient was bagged until another machine was available. No injury has been reported.